Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that an anesthesiologist had a bd alaris pump infusion set disconnected at the y-site below the slide clamp. No harm to the patient or any healthcare professional was reported.

Manufacturer narrative:
Correction on initial report: b.5.

Event description:
It was reported that an anesthesiologist had a tubing set disconnect at the y-site below the slide clamp. No impact to the patient or any healthcare professional was reported.